Manufacturer narrative:
(B)(4). Complaint indicated that there was a pin hole in the package. The package was returned for evaluation with no carton and the complaint was confirmed. A hole was present in the tyvek over the fin of the device knob. There was no seal adhesive present on the knob, which indicates that the damage did not occur during the sealing of the product. No scrapes or chatter was on the inside of the tyvek lid over the knob which would support a conclusion that sustained contact between the device and the tyvek could have resulted in the hole. There was evidence of compression on the package that appears to have pressed in the tyvek around the knob thereby creating the defect. Also, the tyvek does show evidence of snagging as the tyvek material was lifted and bunched up on one side of the hole indicating the package may have suffered potential impact against a hard surface which could have resulted in the hole. The peeled hole and ragged edges were most likely caused by an object moving laterally across the external surface of the tyvek. The external surface of the tyvek lid surrounding the hole has significant abrasion and dents pushing into the tyvek, suggesting something would have come in contact with the outside of the tyvek lid where the hole was created. Furthermore the location of the pi1-dx4p61 defect hole in between the knob dents does not support the conclusion that the knob fins of the device could have created the actual hole. There is also not a surface geometry on the device knob that could have created a hole of the size or type as shown in the pi1-dx4p61 defect. Based on the visual inspection of the package, review of the data streams, it is most likely that the package was damaged external to the packaging facility possibly through mishandling of the package.

Event description:
It was reported that prior to an unknown procedure, the device was not opened; there was a pin hole in the packaging and the sterility was compromised. A second device was pulled to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.